Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.concomitant medical products: guide wire: prowater, grandslam;guiding catheter: ebu 3.5;sheath: 6 french; indication for use. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the graftmaster instructions for use (IFU) states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. In this case, it is not known if the IFU deviation caused or contributed to the reported difficulties.

Event description:
It was reported that the patient was noted to have a 90% stenosis of the proximal to mid left anterior descending artery (lad) with a large aneurysm. Immediately distal to the aneurysm was a 50% stenosis. An unspecified 6-french sheath was placed via a right radial access. A non-abbott guide catheter was advanced to the left main. Angioplasty of the stenosis was performed with a 3.0 x 20 mm non-abbott balloon. Then the 3.5 x 26 mm graftmaster stent was deployed and post-dilated with an unspecified 3.75 mm high pressure balloon up to 14 to 16 atmospheres (atm). There was still residual flow in the aneurysm, therefore an unspecified 4.0 x 15 mm high pressure balloon was advanced and inflated up to 16 atm. Post-intervention angiography revealed no residual stenosis and no residual flow into the aneurysm. The procedure was successful and the patient tolerated the procedure well. No additional information was provided.